Event description:
The customer originally reported that during a pelvic resection, the jaws of the device would not open after sealing twice. There was no patient injury associated with this event. The device was returned for evaluation with the knife trapped in the jaws and had tissue between them. There were two other devices returned in conjunction with this event and they can be referenced on MFR #s 1717344-2010-00781 and 1717344-2010-00782.

Manufacturer narrative:
(B)(4). A visual inspection showed tissue in-between the jaws. The knife was not protruding from the jaws and the jaws had to be pried open. The knife webbing was bent. This failure mode has been duplicated in engineering evaluations by clamping on large, rigid tissue. The IFU for this device warns against overfilling the instrument jaws so as not to compromise the cutting function. The IFU states to confirm the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. The IFU states to eliminate tension on the tissue while sealing and cutting to ensure proper function. Covidien lp recently implemented a new jaw/blade design to increase the blade retention within the jaws of the handpiece. This makes the design more robust to variations in user technique. These corrective actions have greatly reduced reports of this type.